Manufacturer narrative:
The insulin pump passed the prime, displacement and basic occlusion tests. The insulin pump was received stuck in the motor error alarm loop during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near the display window corners were noted during a visual inspection.

Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The caller did not know the blood glucose reading. The customer stated that, upon receiving the motor error alarm, he noted that the date was changed on the device, and he lost his basal rate settings as well. Advised replacement of the insulin pump. Nothing further reported.